Manufacturer narrative:
Rupture of the left ventricle is a major complication of valve replacement. It is an infrequent but potentially lethal complication. In general, a large number of intraoperative factors have been considered, including procedural complications or patient factors (e.g. Frail, friable, or poor tissue). Ventricular rupture is typically not device related. Alternatively, there may be occasions where the surgeon alleges an over-sized valve may be implicated as a contributing factor. The device was not returned for evaluation, as it was discarded. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards learned that a 23mm mitral valve was explanted at implant due to left ventricular rupture. The device was originally implanted for mitral valve replacement to correct mitral regurgitation. After implant, left ventricular was ruptured and bleeding did not stop. The patient¿s heart needed to be repaired not just from outside but from inside, so the implanted valve was removed. The device was replaced with a valve of same size and model. It is unknown if the patient was on bypass or not when replacing the surgical valve. The patient status was reported as ¿recovered¿. There was no allegation of device malfunction.

Manufacturer narrative:
Updated h6: per new information received . The device history record (DHR) was reviewed, and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis. And if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.